Event description:
It was reported that the customer was admitted to the hospital for high blood glucose levels. The customer's mother stated that insulin pump had alarmed with no delivery prior to hospitalization.

Manufacturer narrative:
The analysis was not completed as the date of this report.